Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, flickering bulb and spare lamp lit occurred due to faulty bulb. The cause of the defective bulb could not be identified. The device was not returned due to issue being resolved by changing the bulb. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus technical assistance center (tac), that the evis exera iii xenon light source had a flickering bulb and a clicking noise. There were no reports of patient harm associated with the event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer noted that the bulb was reading at 450 hours and the spare lamp was lit. Tac informed the customer that the clicking likely occurred due to the igniter trying to fire the main bulb and then switching to the spare lamp. The customer was advised to replace the bulb which resolved the issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.